Event description:
Patient was implanted with lateral and medial plates on distal humerus, olecranon osteotomy nail, and screw construct on (B)(6) 2012. It is reported that patient is very petite and had a difficult time healing. On an unknown date, approximately (B)(6) 2012, the end cap on the osteotomy was removed due to wound breakdown. This is addressed in a separate complaint. Surgeon continued to monitor the patient, and decided to remove the medial plate, the patient was fully healed. On (B)(6) 2012 patient returned to the operating room and the distal humerus plate and screw construct were removed. The surgeon noted that he felt the hardware wasn't at fault, the surgeon felt it was the patients small body type. Surgeon also noted that he may have placed the plate a little distal. This is 7 of 7 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.